Manufacturer narrative:
Analysis of this ra lead was performed at our post market quality assurance laboratory. Analysis revealed insulation abrasion but no coils exposure or separation. The lead was found to be electrically continuous. At this time, investigation is considered closed. If new information were to become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this transvenous right atrial (ra) lead was exhibiting pacing impedance measurements of greater than 2000 ohms. Some noise was also observed on the ra channel. A revision procedure was performed, during which this ra lead was noted to have an insulation breach. The lead was successfully explanted and returned to boston scientific for analysis. No adverse patient effects were reported as a result of these observations.